Event description:
During a wrist median nerve ablation, the temperature slowly increased to 35 degrees then stopped and the procedure was cancelled. The probes and generator were replaced with no resolution. The procedure was cancelled and postponed to a later date. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be conclusively determined.